Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up on (B)(6) 2019. Upon review of stored electrograms, the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was in a stable condition.

Event description:
New information states that programming changes were made on (B)(6) 2019.